Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in-clinic for a follow-up. Oversensing was noted on a stored electrogram. The patient¿s implantable cardioverter defibrillator had post-paced t-wave oversensed on the patient¿s ventricular lead. No programming changes were made as the patient¿s implantable cardioverter defibrillator has reached its elective replacement interval and any necessary programming changes will be made when the patient has a new device implanted. The patient was stable throughout.